Event description:
Customer states: during pre-test prior to use on a patient a doctor found the cuff would not be deflate. Customer confirmed no patient involvement. Customer could not provide any more details associated to the pretesting efforts of the tube.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.